Event description:
It has been reported to philips that the azurion device would not boot up correctly after being restarted. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that fdcsib and suite pc was failing. The fdcsib and suite pc has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical usage of the system was unknown. Philips field service engineer (fse) inspected the system onsite and confirmed that the system did not do fluoroscopy and failed to boot up after a restart. Review of log file showed that there was a malfunction of fdcsib hardware. As part of the troubleshooting process, fse found that the fdcsib and suite pc was failing. Fse replaced fdcsib, suite pc and the pdu firmware version had been updated, then the system booted up and carried out the fluoroscopy. After the replacement, the system was returned to use in good working order.